Event description:
It was reported to vyaire medical: a motor fault defective motor board was noted on the vela ventilator. Currently, patient involvement is unknown.

Manufacturer narrative:
H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. Currently, patient involvement is unknown. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.